Event description:
The patient was enrolled in the champion-af clinical study on (B)(6) 2022 with patient identifier (B)(6) and the procedure was performed twenty five (25) days later. It was reported that a thrombosis occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 19.8mm. The patient was discharged home the same day post index procedure on aspirin (81 mg per day) and apixaban (10 mg per day). Two hundred seventy (270) days post index procedure, transesophageal echocardiography (tee) assessment revealed laa thrombus. Apixaban (10 mg per day) treatment was started in response to the thrombus. One day later, tee assessment revealed left ventricular ejection fraction of 60% with a thrombus with maximum area of 0.6 cm2 on the atrial facing surface of the closure device and 2.6mm of residual jet around the closure device. However, no evidence of thrombus in the left atrium, pericardial effusion nor residual atrial septal shunt were noted. The patient was discharged two hundred seventy one (271) days post index procedure, the patient was discharged on aspirin (81 mg per day) and apixaban (10 mg per day).

Event description:
The patient was enrolled in the champion-af clinical study on (B)(6) 2022 with patient identifier (B)(6) and the procedure was performed twenty five (25) days later. It was reported that a thrombosis occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 19.8mm. The patient was discharged home the same day post index procedure on aspirin (81 mg per day) and apixaban (10 mg per day). Two hundred seventy (270) days post index procedure, transesophageal echocardiography (tee) assessment revealed laa thrombus. Apixaban (10 mg per day) treatment was started in response to the thrombus. One day later, tee assessment revealed left ventricular ejection fraction of 60% with a thrombus with maximum area of 0.6 cm2 on the atrial facing surface of the closure device and 2.6mm of residual jet around the closure device. However, no evidence of thrombus in the left atrium, pericardial effusion nor residual atrial septal shunt were noted. The patient was discharged two hundred seventy one (271) days post index procedure, the patient was discharged on aspirin (81 mg per day) and apixaban (10 mg per day). It was further reported that the laa thrombus occurred two hundred sixty-seven (267) days post index procedure as opposed to the previously reported 270 days post index procedure. It was further reported that the patient presented to the hospital on (B)(6) 2023 due to atrial fibrillation. However, the reported thrombosis event was identified on (B)(6) 2023.

Manufacturer narrative:
B3: date of event - corrected from 05/20/2023 to 05/24/2023. B5: describe event or problem - updated.

Event description:
The patient was enrolled in the champion-af clinical study on (B)(6) 2022 with patient identifier (B)(6) and the procedure was performed twenty five (25) days later. It was reported that a thrombosis occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 19.8mm. The patient was discharged home the same day post index procedure on aspirin (81 mg per day) and apixaban (10 mg per day). Two hundred seventy (270) days post index procedure, transesophageal echocardiography (tee) assessment revealed laa thrombus. Apixaban (10 mg per day) treatment was started in response to the thrombus. One day later, tee assessment revealed left ventricular ejection fraction of 60% with a thrombus with maximum area of 0.6 cm2 on the atrial facing surface of the closure device and 2.6mm of residual jet around the closure device. However, no evidence of thrombus in the left atrium, pericardial effusion nor residual atrial septal shunt were noted. The patient was discharged two hundred seventy one (271) days post index procedure, the patient was discharged on aspirin (81 mg per day) and apixaban (10 mg per day). It was further reported that the laa thrombus occurred two hundred sixty-seven (267) days post index procedure as opposed to the previously reported 270 days post index procedure.

Manufacturer narrative:
B3: date of event - updated. B5: describe event or problem - updated. B7: other relevant history - updated.

Event description:
The patient was enrolled in the champion-af clinical study on (B)(6) 2022 with patient identifier (B)(6) and the procedure was performed twenty five (25) days later. It was reported that a thrombosis occurred. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 19.8mm. The patient was discharged home the same day post index procedure on aspirin (81 mg per day) and apixaban (10 mg per day). Two hundred seventy (270) days post index procedure, transesophageal echocardiography (tee) assessment revealed laa thrombus. Apixaban (10 mg per day) treatment was started in response to the thrombus. One day later, tee assessment revealed left ventricular ejection fraction of 60% with a thrombus with maximum area of 0.6 cm2 on the atrial facing surface of the closure device and 2.6mm of residual jet around the closure device. However, no evidence of thrombus in the left atrium, pericardial effusion nor residual atrial septal shunt were noted. The patient was discharged two hundred seventy one (271) days post index procedure, the patient was discharged on aspirin (81 mg per day) and apixaban (10 mg per day). It was further reported that the laa thrombus occurred two hundred sixty-seven (267) days post index procedure as opposed to the previously reported 270 days post index procedure. It was further reported that the patient presented to the hospital on (B)(6) 2023 due to atrial fibrillation. However, the reported thrombosis event was identified on (B)(6) 2023. It was further reported that on (B)(6) 2022, implant tee assessment revealed no evidence of intracardiac thrombus, laa thrombus, nor complex aortic atheroma. On (B)(6) 2022, 4-month laa-imaging core lab tee assessment revealed complete seal with no evidence of thrombus nor pericardial effusion. On (B)(6) 2023, the outcome of the thrombosis event was considered to be resolved.